Event description:
Dexcom g6 sensor inaccuracy: 1:44am g6 reading 103, finger stick reading is 75. That is a mard of 37.3%. Dexcom g6 sensor inaccuracy: 3:33am g6 reading 132, finger stick reading is 108. That is a mard of 22.2%. Dexcom g6 sensor inaccuracy: 8:28am g6 reading 86, finger stick reading is 109. That is a mard of 21.1%. Dexcom g6 sensor inaccuracy: 6:35am g6 reading 117, finger stick reading is 95. That is a mard of 23.2%.

Event description:
Additional information received for report mw5152779 on 03/19/2024. Dexcom g6 sensor inaccuracy: 3:13pm g6 reading 82, finger stick reading is 52, which is a mard of 57.7%. 4:18pmg6 reading 68, finger stick reading is 89, which is a mard of 23.6%.

Event description:
Additional information received for report mw5152779 on 03/20/2024. Dexcom g6 sensor inaccuracy: 2:36pm g6 reading 89, finger stick reading is 133.